Event description:
It was reported that the implantable cardiac monitor exhibited intermittent loss of ventricular sensing also noted was 60 asystole egm's. The device was reprogrammed. The patient would be monitored.